Manufacturer narrative:
Investigation: the gui to bd cable was returned for failure investigation. A visual inspection of the returned part was conducted and a few indentations were observed on the outer insulation of the cable, indicating the cable had been subject to some wear and tear. The gui to bd cable was installed into a failure investigation test vent for analysis. The unit was powered up. The vent alarmed immediately with a 'settings locked out' message on the gui indicating no communication existed between the gui and bd. When the cable was manipulated communication was restored temporarily between the gui and bd pcbs indicating an intermittent break in the cable. Conclusion: while it is not possible to accurately determine the exact cause of the cable break the most likely cause is excessive flexing of the cable. As it is not possible to determine the operating conditions at the time this fault occurred a more complete investigation cannot be performed. If this fault occurred during ventilation, the ventilator would generate a gui inop condition. The appropriate audio and visual alarms would enunciate. The ventilator would continue to operate at previously entered settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, the display monitor was moved on an 840 ventilator and an alert generated and a system error was displayed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. It appears the graphical user interface (gui) cable became disconnected. No further information is available.